Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during rotator cuff repair. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor system was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The proximal threads of the anchor have broken off and were not returned for examination. The anchor and suture are free from the inserter. The inserter showed no damage. Dimensional assessment of the anchor confirmed it meets print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.